Manufacturer narrative:
Upon investigation of the actual device used in this incident it determined that refrigerator was unresponsive over the weekend. A technical support specialist has verified that the issue has been resolved following the realignment of the metal plate on the fridge door by the vendor. The system functioned as intended after technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation 4000 system station refrigerator was unresponsive over the weekend. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.